Event description:
It was reported that the patient experienced a burn under the grounding pad on the right lateral flank after the procedure was completed. It was noted that the grounding pad was placed on an area with no hair and it was unclear if the patient had lotion on the skin. The patient was referred to wound care.

Manufacturer narrative:
Dgp-pm2-25 (ln 39663). The returned grounding pad passed visual inspection and revealed no anomalies.

Event description:
It was reported that the patient experienced a burn under the grounding pad on the right lateral flank after the procedure was completed. It was noted that the grounding pad was placed on an area with no hair and it was unclear if the patient had lotion on the skin. The patient was referred to wound care.